Event description:
It was reported that the deep brain stimulation (dbs) patient experienced redness and swelling at the pocket site of the implantable pulse generator (ipg). The patient was administered antibiotic treatment. Additional information was received indicating there was no confirmed infection and that the patient is doing well. The initial implant date and serial number of the ipg were also provided.

Manufacturer narrative:
Correction to field b5 as edema was not included in the initial write up as it should have been.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced redness, edema and swelling at the pocket site of the implantable pulse generator (ipg). The patient was administered antibiotic treatment. Additional information was received indicating there was no confirmed infection and that the patient is doing well. The initial implant date and serial number of the ipg were also provided.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced redness and swelling at the pocket site of the implantable pulse generator (ipg). The patient was administered antibiotic treatment.